Event description:
It was reported the patient experienced a shocking sensation when changing positions. The symptoms were felt at the ins location. The patient was admitted to the hospital. The patient had just had the ins implanted that day. Additional information received indicated the patient was having increases in stimulation with position changes. Impedances were checked and were normal. The stimulator was reprogrammed. The patient indicated "it felt good" following the programming.